Event description:
The device was placed via the right groin into the pt. The physician believes he may have placed it through a graft. There was scar tissue at thr groin site. The needle was placed, wire guide advanced and site was dilated. The catheter was then advanced. Upon removal of the catheter, the marker bands came off. Only two bands were retrieved from the pt. The other bands remain in the pt.